Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with no issues being identified. 10 retention samples were draw tested with all weights within specification and no issues with penetrating the stopper occurred. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® no additive (z) tubes the stopper is difficult to pierce through. There was no report of patient impact. The following information was provided by the initial reporter: "customer reports that the needle can tend to bend a little because the tube top is so tough. Closure too dense."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® no additive (z) tubes the stopper is difficult to pierce through. There was no report of patient impact. The following information was provided by the initial reporter: "customer reports that the needle can tend to bend a little because the tube top is so tough. Closure too dense."